Event description:
Complainant alleged that the medics were pacing a pt at 70ppm (ma setting unknown) when they rec'd a "poor pad contact" error message. The medics were unable to continue pacing the pt. A second ambulance unit arrived on scene, and the medics continued pacing the pt, using the second unit's device. The pt was then transported to the hosp. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.